Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user discontinued ilet use after experiencing fluctuating blood glucose, including hyperglycemia up to 400 mg/dl followed by corrective dosing from the ilet that led to subsequent lows, and the user requested permanent shutdown of the device. Symptoms included none reported. Outcomes included no need for assistance and no medical intervention or hospitalization, with lows treated by oral carbohydrates. Investigation included troubleshooting and education conducted by support, and the device was confirmed to be turned off. Investigation of this case revealed cause unclear for episodes of hyperglycemia followed by ilet-driven correction, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.